Event description:
It was reported that during an unk procedure, the surgeon used the device to ligate on renal artery. The clips were falling out without completing form when firing. He then changed to new same device. The same situation still occurred again. The surgeon then changed to use another endoclip device. There were no adverse consequences for the pt.

Manufacturer narrative:
Information anticipated, but unavailable at this time.